Manufacturer narrative:
H6 device code: correction to remove 'difficult to advance' code. Upon receipt at our post market quality assurance laboratory, the device was received with the stent fully constrained in the correct position on the delivery system. The investigator successfully deployed the stent without issue and no damage was noted to the deployed stent. A visual inspection of the stent impression and stent cups identified no issues. The imprinted stent impression was clear on the stent holder. A visual and tactile examination of the tip and shaft identified no issues with the tip of the device, and no kinks or damage along the length of the device.

Event description:
It was reported that the procedure was cancelled. This 6.0-22 carotid wallstent was selected for use during a carotid artery stenting procedure. The target lesion was located in the 65% stenosed, mildly tortuous, and moderately calcified c1 segment of the internal carotid artery. During the procedure, once the guide catheter was securely positioned, the stent was flushed, primed, and carefully advanced to the target lesion. However, during stent deployment, significant resistance was encountered while attempting to withdraw the stent sheath. After multiple attempts, the sheath could not be fully retracted, resulting in the stent remaining undeployed. The physician ultimately decided to cancel the stent implantation procedure. No complications were reported, and the patient was stable following the procedure.

Event description:
It was reported that the procedure was cancelled. This 6.0-22 carotid wallstent was selected for use during a carotid artery stenting procedure. The target lesion was located in the 65% stenosed, mildly tortuous, and moderately calcified c1 segment of the internal carotid artery. During the procedure, once the guide catheter was securely positioned, the stent was flushed, primed, and carefully advanced to the target lesion. However, during stent deployment, significant resistance was encountered while attempting to withdraw the stent sheath. After multiple attempts, the sheath could not be fully retracted, resulting in the stent remaining undeployed. The physician ultimately decided to cancel the stent implantation procedure. No complications were reported, and the patient was stable following the procedure.